Manufacturer narrative:
The investigation determined that a lower than expected tsh result was obtained from a patient sample while using the vitros 5600 integrated system. The investigation could not determine a definitive assignable cause. Based on historical quality control data, there was no indication the vitros tsh reagent issue contributed to the event. Performance testing of the vitros 5600 integrated system was undertaken using only one of three requested levels of vitros ttc fluids. Although the results from this performance testing was acceptable, in the absence of additional testing using other two levels of vitros ttc fluids, an unexpected instrument performance issue cannot be entirely ruled out as contributing to the event. In addition, pre-analytical sample handling was not provided and therefore cannot be ruled out as a contributing factor.

Event description:
The customer obtained a lower than expected tsh result from a patient sample (patient = 0.37 miu/l vs. Expected 2.20, 2.52 miu/l) processed on a vitros 5600 integrated system. The lower than expected tsh patient result was reported from the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no allegation of patient harm as a result of this event. (B)(4).